Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff leakage. Patient outcome was asked but unknown.

Manufacturer narrative:
Evaluation summary: one sample device was received for evaluation. The reported condition was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated after few seconds. A visual inspection was performed and it was observed the cuff presents a small tear. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff leakage. Patient outcome was asked but unknown.